Manufacturer narrative:
Pr (B)(4) follow up emdr for device evaluation. Two samples were received for evaluation. The complaint sample evaluation did not identify any defect with the sterile barrier of either sample provided. However, the blue wrapper of each tray was examined for holes. A single hole was found on the edge of each blue wrap. This wrap does not establish the sterile barrier but provided a sterile working field during use of the tray. A device history record review for lot 0001277979 did not identify any manufacturing defects or issues that may have contributed to the reported failure. After examination of the blue wrap for each sample, the investigation team was able to find one hole on the edge of each wrapper. The most probable contributing factor for the noted holes was identified as a rubbing action between the edge of the tray and the wrap during the distribution process. This contributing factor could not be definitively confirmed by the investigation. Since no probable root cause was identified, the investigation was not able to identify any corrective or preventive actions for this complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences through the quality data analysis process.

Event description:
2 pleurx catheter kits have holes in bulk packaging. I have the 2 pleural catheter kits that both have pin holes in the packaging. Both kits have the same lot # 000127979. 1 kit has a hole through all packaging and the other 1 has a hole in the blue packaging.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
2 pleurx catheter kits have holes in bulk packaging. I have the 2 pleural catheter kits that both have pin holes in the packaging. Both kits have the same lot # 000127979. 1 kit has a hole through all packaging and the other 1 has a hole in the blue packaging.